Event description:
It was reported that (3) devices were used during a sigma resection. It was reported by the affiliate that the tsb45 instrument was fired with a white cartridge reload and there was bleeding. A second blue cartridge reload was used and bleeding also occurred. The surgeon overstitched to complete the case.